Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter was unable to provide a blood glucose level for the event, but stated that the patient had visited an emergency room for unspecified treatment. The reporter was unable to perform troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2018. The last bolus delivery was a 9.0u normal bolus on (B)(6) 2018 at 18:08. A replace cartridge alarm was recorded on (B)(6) 2018 ,23:16; deliveries resumed at 23:56. A replace cartridge alarm was recorded on (B)(6) 2018, 00:50; deliveries resumed at 01:35. The pump was exercised for 24 hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The total daily dose added up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. There were no error or delivery interruptions occurred during the testing. Unable to duplicate the complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.